Manufacturer narrative:
Manufacturer's investigation conclusion: the root cause of the reported event was determined to be an issue with the centrimag motor (refer to the motor investigation). A correlation between the centrimag blood pump, lot number 10893763, and the reported event could not be established through this evaluation. According to the account, the blood pump is not available for evaluation as it was discarded by the customer. The centrimag¿ blood pump instructions for use (IFU), rev. A, is currently available. The IFU contains the following warnings and cautions: IFU warning #2: back-up components must always be available. IFU warning #12: frequent patient and device monitoring is recommended. IFU caution #5: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #14: ensure the blood pump is properly locked into the motor per the motor IFU. The section titled ¿emergency backup equipment¿ states that a centrimag¿ back-up console must be plugged in with motor and flow probe connected and kept near the patient ready for use. Additionally, this section notes that a back-up sterile centrimag blood pump should be available. The relevant sections of the device history records for centrimag blood pump, lot number 10893763, were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been connected to extracorporeal membrane oxygenation (ECMO) therapy for eight days. At approximately 4:00 a.m., nursing staff reported that the motor was emitting unusual noises and showed signs of overheating. The nursing team repositioned the patient, and the therapy continued to function. Subsequently, they reported that the motor's revolutions decreased without apparent cause and could not be increased. An immediate switch to the backup motor was performed, which operated correctly. The incident occurred during the use of a centrimag pump from one of the batches associated with global failures. Tests were conducted on the motor that malfunctioned using a console known to be operational, which triggered m4/m5 and s3 alarms. The motor was removed and would be sent to the manufacturer.